Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via a log file extracted from the system controller during testing. The log file contained data spanning approximately 7 hours ((B)(6) 2019, 9:51 ¿ 16:17 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. Backup battery fault alarms were intermittently active throughout a majority of the log file due to multiple causes, including multiple caused by load test failures. The unloaded voltage was below the acceptable threshold, causing the load test failure alarms to activate. No other notable events were observed. The returned system controller (serial number (B)(4)) was functionally tested and was found to perform as intended. Atypical events, including backup battery fault alarms, were unable to be reproduced during testing and the root cause of the reported event was unable to be conclusively determined through this analysis. Backup battery fault alarms without a known root cause are a known issue and are being addressed via a corrective action. The heartmate 3 patient handbook instruct users on how to resolve all alarms that sound from their controller, including backup battery fault alarms. The heartmate 3 patient handbook, section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a heartmate 3 implant on (B)(6) 2019. The backup battery was inserted into system controller at the end of the case. Less than 2 hours after leaving the operating room (or), the system controller and system monitor showed a backup battery fault. The backup battery was reinserted, but the backup battery fault remained. Another backup battery was tried, but the backup battery fault still remained. The controller was exchanged and a new backup battery was installed. The original controller and backup battery were returned.